Event description:
While drawing labs off of a patient's port. He attached the transfer device, drew the blood work, and removed the transfer device. When he tried to then flush the port, the saline would not push into the hub at all. He then looked at the transfer device and noticed the little tip of it had broken off inside the end of the hub on the patient's port. He was able to change the hub and the port was unharmed.